Event description:
It was reported that the patient was found dead and that a drug overdose is suspected; however, that an autopsy was pending. It is unknown if the device was explanted or remained implanted in the patient. Attempts to obtain additional information have been unsuccessful to date.

Event description:
A death certificate cannot be obtained per county regulations, as certificates will only be provided to decedent's family members. Per the obituary, the patient passed away on friday morning, (B)(6) 2013, at his residence unexpectedly. Follow up with the funeral home found that the patient's device was likely not explanted as they had no record of it and the patient was buried. No other information is known or has been provided. Attempts for additional information were unsuccessful.